Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, there was an air gap between the top of the cartridge and the top of the insulin level in the cartridge. Tandem technical support educated the customer to always ensure any gaps or air bubbles are removed from the cartridge during the load process. There was no adverse impact to the customer's blood glucose level. Customer continued using the existing cartridge for insulin therapy.